Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, several episodes of inappropriate high voltage therapy were delivered by the device due to atrial fibrillation (af). A magnet was used to terminate the af episodes and medical therapy was increased to resolve the event. Furthermore, a decrease in the battery longevity was observed, but was confirmed to be due to normal depletion by abbott technical support. The patient was stable and will continue to be monitored.